Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0208490641, implanted: (B)(6) 2014, product type: lead; product ID 309328, lot# 0208490641, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the first electrode was explanted and another electrode was implanted in order to test the other side. The cause of the lead migration was probably due to the lead not well hung to the tissue. The event resolved.

Event description:
It was reported that three was stimulation/therapy issues. The patient reported lumbar pain, malaise, and anxiety. Two days later acute urinary retention was diagnosed. The patient was hospitalized on (B)(6) 2015. The patient received antibiotics and the stimulator was reprogrammed. The recovery date was noted as one day later. The patient¿s status at the time of report was alive with injury. Later it was reported that a urinary catheter was placed. Later it was reported that the urinary retention was still present despite reprogramming. The patient presented hypogastric pain and anxiety. As a consequence, the patient was hospitalized from (B)(6) 2015. Pelvic radiology showed a migration of the electrode. Actions taken as a result of the event included anxiety treatment, urinary catheterization that would be explanted after 1 month, and reprogramming. The event was ongoing at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the adverse event term was urinary retention due to lead migration. The event was related to the lead, and not related to stimulation.